Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A complainant reported that a 57 year-old male patient was implanted with an impella cp for mechanical circulatory support due to acute myocardial infarction/cardiogenic shock. While on support, the patient experienced thrombocytopenia that was addressed by withholding heparin from the purge fluid. Additionally, the pump experienced high purge pressure with no specified resolution. The patient was successfully weaned and the device explanted.